Manufacturer narrative:
E1: reporting institution phone #: (B)(6). E1: reporter phone #: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported speaker warning is being issued with efficia cm monitor. It was reported that when the device was put into service mode and the audio test was performed, no sound was heard, or when sound was present, it was distorted with noise. It is unknown if the device was in clinical use at the time the issue was discovered. No adverse event to the patient or user was reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that there was no speaker sound at start up test. It was determined that the speaker was defective. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The device was operational to its specification after the speaker was replaced. The device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported speaker warning is being issued with efficia cm monitor. It was reported that when the device was put into service mode and the audio test was performed, no sound was heard, or when sound was present, it was distorted with noise. The device was not in clinical use at the time the issue was discovered. No adverse event to the patient or user was reported.